Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(4) "catheter broken". Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during an endoscopic biliary drainage (ebd) implantation procedure performed in the bile duct on (B)(6) 2016. According to the complainant, during the procedure, resistance was encountered from the start of the stent deployment attempt. The guide catheter was pulled forcefully and its distal end became detached. The broken guide catheter was removed from the patient separately from the push catheter. No fragment of the device remained inside the patient. The procedure was completed with another flexima rx biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual analysis of the returned device found that the guide catheter was appeared to be missing and detached. Push catheter and pull wire were bent and kinked in several locations. Push catheter was cut up approximately 30cm from distal end to verify guide catheter detachment. A functional evaluation for stent deployment could not be performed due to the condition of the returned device. Based on the product analysis, most likely some operational/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. Device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend/coil leading to kinks and bends in catheters. Bound by kinks and bends, the device would become unable to deploy stent. Continued effort to deploy the stent likely caused detaching of guide catheter. Therefore, "operational context" is selected as the most probable root cause for the complaint.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during an endoscopic biliary drainage (ebd) implantation procedure performed in the bile duct on (B)(6) 2016. According to the complainant, during the procedure, resistance was encountered from the start of the stent deployment attempt. The guide catheter was pulled forcefully and its distal end became detached. The broken guide catheter was removed from the patient separately from the push catheter. No fragment of the device remained inside the patient. The procedure was completed with another flexima rx biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.